Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt is experiencing pain. The pt has a 3/4" length difference in leg and is unable to sit or stand for an extended amount of time.